Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the tenaculum forceps had a broken cable. There was no report of patient involvement.